Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the palmaz stent dislodged from the stent delivery system (sds) while the physician was adjusting the placement of the device. The target lesion was the left subclavian artery. The lesion was reported to be: mildly calcified, mildly tortuous, and an 80% stenosis. A .014 guidewire was used to entangle and catch the dislodged stent. The stent was successfully removed from the patient. The procedure was completed successfully using another product. There was no reported patient injury. The physician's comment regarding the event was that it was related to a weakness of the crimping of the stent to the sds.

Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems reported. There was no resistance encountered while advancing the product through the guiding catheter or the catheter sheath introducer. There was no reported difficulty accessing the target lesion. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the device history records associated with this final lot r0508318 presented no issues during the manufacturing process that can be related to the reported complaint, including stent retention test.